Event description:
Supplemental report is being submitted as a cancellation report following the receipt of cancellation confirmation based on engineering and clinical input on 10 oct 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the receipt of cancellation confirmation based on engineering and clinical input on 10 oct 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Off label gastrointestinal aes. Esophageal erosion 3.0% (1/33) [1]. Perforation 6.1% (2/33) [2]. Vomiting 3.0% (1/33) [1]. Esophageal bleeding 3.0% (1/33) [1]. Esophageal cavity adjacent to the stomach connected by a tube of about 5 cm 3.0% (1/33) [1].